Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that as lvp bld180m 15d dehp tubing separated. The following information was provided by the initial reporter: material #: 10015414 batch #: 20035371. It was reported blood tubing separated at the bottom of the spike and the clear tubing. There was no patient impact. The issue happened during line preparation.

Event description:
It was reported that as lvp bld180m 15d dehp tubing separated. The following information was provided by the initial reporter: material #: 10015414, batch #: 20035371. It was reported blood tubing separated at the bottom of the spike and the clear tubing. There was no patient impact. The issue happened during line preparation.

Manufacturer narrative:
The customer reported ¿blood tubing separated at the bottom of the spike and the clear tubing¿. Received from the customer was one used primary set model 10015414, lot 20035371, with its original package. Attached to the set¿s male luer was one used non-bd bi-fuse extension set model unknown. The sets were visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. It was observed that the set¿s tubing (p/n (B)(4), was separated from the location where it connects to one of the set¿s quickspikes (p/n (B)(4). Traces of clear liquid was observed in the set¿s drip chamber and tubing. Further visual inspection of the set¿s separated tubing using a microscope observed insufficient solvent on the tubing. No other abnormalities were observed during visual inspection. Functional testing was not performed on the set due to the separated tubing and the leak that would occur. A dimensional analysis was performed on the set¿s tubing. In order to conduct dimensional testing a small portion of the tubing was cut near the affected area (below quickspike). The outside diameter of the tubing measured 0.156¿, within the specification of 0.158¿ +/- 0.003¿. The inside diameter of the tubing measured 0.119¿, within the specification of 0.120¿ +/- 0.005¿. Equipment used (visual inspection and measurement performed on (B)(6) 20. Calipers, eq02784, calibration due date: (B)(6) 20. Pin gauges, eq08349, calibration due date: (B)(6) 21. Optical ram-cnc, eq08204, calibration due date: (B)(6) 21. The device history record for primary set model 10015414, lot 20035371, was performed. The search showed a total of (B)(4), units in 1 lot were built on (B)(6) 2020. There was 1 quality notification issued for tubing separated at location where it connects to the set¿s quickspike. Manufacturing personnel were notified and the affected material was segregated, rework instructions issued, and remaining material subject to 100% inspection. The customer¿s report of blood tubing separated at the bottom of the spike and the clear tubing was confirmed on primary set model 10015414. The root cause of the separation was identified as a manufacturing issue for insufficient solvent being applied at the engagement of the tubing and one of the set¿s quickspikes due to equipment and/or operator error. Bd/tijuana manufacturing facility implemented trackwise CAPA 90786 to address the general separation and retention failure modes due to lack of solvent applied during assembly.